Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to diabetic ketoacidosis and high blood glucose level for 2 to 3 days. Customer¿s current blood glucose was 230 mg/dl. Customer was treated with intravenous insulin drip at the hospital. Insulin pump passed the self test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.